Event description:
The patient presented with a thoracic aortic aneurysm. Two gore thoracic endoprosthesis were successfully implanted. Upon the withdrawal of the 24fr introducer sheath, the bp dropped and the iliac artery ruptured. The iliac extender devices were deployed in an unsuccessful attempt to repair the ruptured iliac artery. A 24mm occluder device was then placed into the iliact extender. Following the occluder placement, the leakage of the iliac artery was still apparent. The iliac extenders were tied off and a fem fem cross-over was performed. In the following hours post procedure, the patient began to experience an excessive amount of blood loss. The patient was transfused 15 units of blood. The patient expired caused by a circulatory arrest. No autopsy was performed.